Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak that was discovered during treatment complete. In a follow up, the patient confirmed the reported event of fluid observed in the cassette door, in the pump module area and on the exterior of the cassette. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated being instructed to let the cycler sit and dry out overnight and try it again. The patient used the cycler the following day and it has been fine since. No defect or damage to the cycler set cassette was noted upon removing it from the cycler. The cycler set is available to be returned for analysis.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak that was discovered during treatment complete. In a follow up, the patient confirmed the reported event of fluid observed in the cassette door, in the pump module area and on the exterior of the cassette. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated being instructed to let the cycler sit and dry out overnight and try it again. The patient used the cycler the following day and it has been fine since. No defect or damage to the cycler set cassette was noted upon removing it from the cycler. The cycler set is available to be returned for analysis.